Event description:
It was reported (B)(6) 2024, in the PICC tube placement operation use process, micro cannula delivery into the blood vessel is obviously not smooth, resistance is too large, the patient pain is strong, so stop the operation, withdraw the micro cannula, found that the micro cannula articulation is obviously cracked, and there is a rolled edge. It was not possible to continue the operation, and after replacing the microintubator with a new one, the delivery of the tube was successfully completed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged introducer needle is confirmed. The returned sample is a 4.5f microintroducer. A microscopic observation revealed one edge of the distal tip of the sheath was buckled with plastic deformation and a very small split at the corners. No damage was observed on the distal tip of the dilator. While the distal tip of the microintroducer sheath was observed to be damaged, the exact cause of that damage could not be determined. Possible causes include insertion against resistance, steep insertion angle, inadequate skin nick, and damage during handling or use. This complaint will be recorded for future trending and monitoring purposes.